Manufacturer narrative:
Correction: the initial MDR submitted on march 17, 2025 was filed inadvertently. The infection was located at the mastoid region only, hence it is not considered reportable (not cochlear device related).

Event description:
Per the clinic, the patient experienced an infection at the implant site (coil area) and the mastoid area in (B)(6) 2024 (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.